Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic during follow-up, the device was found to be in backup vvi mode. A device restoration was performed successfully. The patient will continue to be monitored with regular follow-up.

Event description:
New information received notes that the patient's condition was fine after the event.